Manufacturer narrative:
G4:08jan2021; b4:12jan2021. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported that the ventilator was displaying a battery failure message during set up. There was no patient involvement and no delay to therapy. The customer troubleshot with technical support and checked the battery date which was from 2009. The customer ordered a battery. Per the v60 service manual, the backup battery and internal battery are recommended to be replaced every 5 years based on the date of manufacture recorded on the battery label.